Event description:
The handpiece was returned to the MFR for service and during the investigation the device overheated. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with the driveshaft, rotor, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.